Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) only had one cylinder, and it had an aneurysm. A surgical procedure was performed during which the existing cylinder was removed and replaced with two new cylinders. No patient complications were reported.